Event description:
It was reported that: "original tibia insert was taken out new tibia insert was put in."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.